Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2019-02221. 1. Section b. Box 5. Describe event or problem results: the jet7 was stretched approximately 116.5 thru 119.5, 122.0 thru 126.5 and 129.0 thru 131.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched. If the catheter is forcefully manipulated against resistance, damage such as stretching may occur. During decontamination, the jet7 was flushed and there was no observation of the distal tip of the catheter expanding. Therefore, the reported complaint could not be confirmed. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thromectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra stent retriever, and a non-penumbra sheath. During the procedure, the physician experienced some resistance while advancing the jet7 through the tuohy; however, the physician was able to successfully advance the jet7 into the target vessel. The physician proceeded to make four passes using only the jet7 and two passes using the jet7 and the stent retriever together. The jet7 was then removed and flushed on the back table. While flushing the jet7, it was noted that the distal tip expanded. Therefore, the jet7 was removed from the procedure. The procedure was completed using another jet7, the same stent retriever, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thromectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra microcatheter, a non-penumbra stent retriever, and a non-penumbra sheath. During the procedure, the physician experienced some resistance while advancing the jet7 through the tuohy; however, the physician was able to successfully advance the jet7 into the target vessel. The physician proceeded to make four passes using only the jet7 and two passes using the jet7 and the microcatheter together. The jet7 was then removed and flushed on the back table. While flushing the jet7, it was noted that the distal tip expanded. The procedure was completed using another jet7 and the same sheath. There was no report of an adverse effect to the patient.